Event description:
According to the reporter: intra-operatively: during bilateral laparoscopic inguinal hernia repair, the device balloon did not infl ate. Leaked gas/air and defective seal during initial insertion. To complete the procedure, another device was used. No patient injury noted.